Event description:
The manufacturer received information alleging a ventilator rebreathing alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, during the evaluation, the device failed a test step during testing. The device's machine flow sensor was replaced to address the issue. In addition, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly, and software was checked.